Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump alarmed unexpected restart alarm during self test. Customer¿s blood glucose was 218 mg/dl. Customer mentioned that insulin pump had no delivery alarm and was resolved by set, reservoir or complete set change. Insulin pump will not be returned for analysis.